Event description:
Nurse practitioner reported that a patient presented with a surgical wound dehiscence at an unspecified time following surgery. Customer opines skin wound dehiscence was caused by failure of the proceed mesh to become incorporated. The mesh was reported as intact. No further information was provided.